Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Concomitant products: catalog #00620205422, tm acetabular shell with cluster holes, lot #61619130; catalog #00771300900, m/l taper kinectiv stem, lot #61441019; catalog #00784801200, m/l taper kinectiv neck, lot #61647791; catalog #00801803602, versys femoral head, lot #61653224 - manufactured by zimmer (B)(4). No devices were returned for review. A photograph was provided showing the explanted implants. From the photographs it is noted that there are damages on the shell and the liner. It is reported that the head neck trunnion had signs of corrosion; however this cannot be confirmed from the photograph. It is noted that the trial components gave good range of motion and stability. Review of the office visit notes confirms that the patient's hip is dislocated and the patient is having pain. It is also noted from the office notes that the x-rays reveal good prosthesis alignment with no evidence of prosthesis loosening, but the right hip is dislocated posteriorly. The revision notes are not provided. Products history searches revealed no additional complaints against the related part and lot combinations. A definite root cause for the dislocation cannot be determined with the information provided. These devices are used for treatment.

Event description:
It is reported the patient was revised due to dislocation.